Event description:
The following information was reported: the mynxgrip was placed in the sheath, balloon inflated, pulled back to the sheath, back to the arteriotomy and the balloon ruptured. The staff informed the sales representative that the sheath was not kinked and that it was an easy access. On the angiogram there was minimal calcium. This occurred with 2 consecutive 5f devices with the same lot number. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Additional information: during prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at the arteriotomy. There was no resistance while inserting the device and no resistance while pulling back. Procedure type: diagnostic vessel type: peripheral vessel size: 6 mm stick location: medium sheath size: 5f.

Manufacturer narrative:
Two balloon loss of pressure events were reported to have occurred in the same patient. However, the devices were not returned; therefore, a physical investigation could not be performed. It should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. The review of the lhr (lot f1430902) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. (B)(4). See MDR # 3004939290-2015-00017 for the second device.